Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it was not able to be released. In this case, it was reported that the pvl was caused by inadequate debridement of the calcified annulus. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21 mm pericardial aortic valve was explanted after an implant duration of 7 months due to pvl caused by inadequate debridement of calcified annulus. A 23 mm valve was implanted in replacement. Patient was reported to be doing well. As reported, the pvl at time of re-op was located on the non-coronary cusp and was considered to be severe.